Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, upon rewarming, the partial pressure of oxygen (po2) kept dropping significantly. It was also noticed that red tinged fluid start coming out the primary and secondary exhaust holes. No known consequence or health impact to patient. Product was not changed out. Procedure completed successfully with unknown amount of blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 16, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3. (Date received by manufacturer), g6. (Indication that this is a follow-up report), h2. (Follow-up due to additional information and device evaluation), h3. (Device evaluated by manufacturer), h6. (Identification of evaluation codes 10, 3331, 4210, 4307). Visual inspection of the actual device upon receipt found no anomaly such as damage was found. It was observed that the red transparent liquid was dripping on the floor from the image provided. The returned sample has been rinsed and dried, was tested for oxygen transfer and carbon dioxide removal performance, in accordance with the product inspection protocol. The unit met the factory¿s specification, and no anomaly was found. The unit was then leak tested, in which a colored saline solution was filled in the blood channel of the actual device while circulating, no leaks were found. The blood outlet port was blocked and air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port. As a result, no leak was observed inside the housing at the gas channel side. Plasma leakage was considered to have occurred from the provided image, and it is possible that the gas could not be exchanged due to a plasma leak. It is possible that the blood properties changed due to some factors, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.